Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a malfunction, indicated by an alert 4 (user parameters corrupted alert), enunciated on (B)(6)2020. This resulted in the logs from (B)(6)2020 being erased and they were no longer available for review. Therefore, the bg levels for (B)(6)2020 could not be identified. As such, the complaint could not be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Additionally, it was reported that a malfunction alarm occurred. Customer consumed carbohydrates to address bg. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy.